Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer was off the pump at the time of the report. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.